Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: mgit tubes got contaminated, white color pathes

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: mgit tubes got contaminated, white color pathes.

Manufacturer narrative:
H6 investigation summary : this memo is to summarize findings regarding the complaint related to catalog number 245122, tube bactec mgit 7ml, batch number 1085590 and complaint number (B)(4) for contamination. Material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1085590 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints for contamination have been taken on this batch. Retention samples from batch 1085590 (100 tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes from visual inspection. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33-to-37-degree celsius incubator and five tubes were placed in the 20-to-25-degree celsius incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation. Additionally, under uv light, the incubated tubes did not show any increased fluorescence to indicate microbial growth. No microbial growth was observed in the retention samples. One photo was received to assist with the investigation: the photo shows four tubes from batch 1085590. Two tubes show possible contamination. No returns were received to assist with the investigation. This compliant can be confirmed based on the evidence provided by the photo from the customer. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for contamination. If there are further questions, please contact technical services. H3 other text : see h10.